Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic probe had blood in the tip of the mini probe. The event occurred during withdrawal/closure for a diagnostic radial ebus procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer and b3 date of event, which was not late. The correct date was 05/15/2024.

Event description:
It was reported that the ultrasonic probe had blood in the tip of the mini probe. The event occurred during withdrawal/closure for a diagnostic radial ebus procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the ultrasonic probe had blood in the tip of the mini probe. The event occurred during withdrawal/closure for a diagnostic radial ebus procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.